Event description:
The patient was charging more than expected; every 3-4 days rather than every couple of weeks like when the device was first implanted. There had been no programming changes and the use of the implantable neurostimulator (ins) had not changed. Two of the lead impedances noted to be "bad." The patient was still getting ample pain coverage, but not as good as before; the patient said he was more active than he should be which he thought may be one cause. At times, the patient was unable to adjust the stimulation with his patient programmer and was getting a "call your doctor" icon. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).